Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Additional device product code is hwc. Other number¿UDI: (B)(4); lot number unknown. (Therapy date): unknown date in (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to nonunion of a radius fracture and a broken locking compression plate (lcp) volar column distal radius. The patient was initially implanted with the lcp, seven (7) buttress screws, and three (3) shaft screws on an unknown date in (B)(6) 2016 to treat the radius fracture. The initial procedure was completed successfully. The patient went to his first follow-up clinical visit and did not come back for routine follow-up visits. It is unknown when the nonunion and the broken plate were discovered. During the (B)(6) 2017 revision surgery, the original hardware was removed easily without additional intervention. The patient was revised with a lcp dia-meta volar distal radius plate with bone graft. The initial and revision procedures were completed successfully with no fragments or surgical delay. Concomitant devices reported: buttress screw (part # unknown, lot # unknown, quantity 7), shaft screws (part # unknown, lot # unknown, quantity 3). This report is 1 of 1 for (B)(4).